Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery longevity was very short. It was reported that battery was lasting only 7 hours and customer changed battery 15 times while on vacation. Customer also received a failed battery test alarm. Customer was hospitalized due to diabetic ketoacidosis. Customer declined troubleshooting. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. The insulin pump was received with normal operating currents. No unexpected failed battery test alarm noted. However, the insulin pump history confirmed unexpected power error alarm 23 was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratches on lcd window.